Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave possible inaccuracies on (B)(6) 2014. Patient claims that the device read 94 while the fingerstick value was 32.patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.